Manufacturer narrative:
Correction: d2 common device name. Manufacturer's investigation conclusion: the reported event of outer layer of the modular cable showed extensive damage could not be confirmed through this evaluation. Event details indicated damage was on the outer layer of the modular cable, which led to the product being exchanged. Additional information communicated that there are no pictures or log file available. The modular cable (lot # 172452) was disposed of and will not be returning for an evaluation. The results of the investigation are inconclusive, and the cause of the reported incident could not be conclusively determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the outer layer of the modular cable had extensive damage. The cable was exchanged.